Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08july2019. The manufacturer's field service engineer (fse) performed troubleshooting and was unable to duplicate the reported issue; however, a 5003 (high internal o2 alarm) code was noted in the device logs. The cooling fans were operational, there was no evidence of an oxygen leak, the internal voltage was stable. The fse ran extended self testing (est) to address the issue and the unit passed testing. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the unit had an internal oxygen low sensor alarm. There was no patient involvement.